Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain. It was reported that the patient had intermittent/erratic stimulation. Stimulation had been turning itself off every two to three weeks since implant. The patient said that she notified a manufacturer representative (rep) at her first follow-up appointment in (B)(6) 2015. It was also reported that the patient had been experiencing overstimulation/surging that began sometime during the week prior to (B)(6) 2016. The stimulation change was related to positional movement. Stimulation seemed to get a lot stronger when she was walking. It would get stronger and then decrease after about 30 minutes. The patient used the patient programmer during the call with patient services on (B)(6) 2016 and it showed that stimulation was on. It was noted that prior to using the patient programmer the patient connected with her stimulator using the recharger and stimulation was off. The patient didn't know if she turned stimulation back on after she last recharged. The patient was to track incidents of intermittent stimulation by checking therapy status and tracking what she was doing right before she noticed the change. She was also to track her activity while she experiences the overstimulation/surging event. The patient was to follow-up with a health care professional (hcp) and provide this tracked information to the hcp and a rep. Additional information received from a rep reported that he attempted to contact the patient but the patient had not returned the rep's calls.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) indicating that the patient had not mentioned any of the concerns to them. They were last seen on (B)(6) 2016 and nothing in the record indicated that the patient had any concerns. It was thought that the concerns must no longer be an issue because the patient is pretty good about voicing their concerns. The health care professional (hcp) did not have any further information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.